Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer received low sensor scan results and experienced panic. Emergency services were contacted and a reading of 'hi' (27.9 mmol/l) was obtained on their device and customer was reportedly administered intravenous glucose for a diagnosis of hyperglycemia. It should be noted the reported treatment is inconsistent with the reported reading and emergency services meter reading. There was no report of death or permanent injury associated with this event.